Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two weeks post implant it was reported that the patient received inappropriate therapies from their crt-d (cardiac resynchronization therapy defibrillator) due to at/af (atrial tachycardia/ atrial fibrillation) with rvr (rapid ventricular response). It was noted that wavelet was not applied due to lack of a valid template. The crt-d was reprogrammed and a valid template was collected for wavelet. The crt-d remains in use. No further patient complications have been reported as a result of this event.